Event description:
On (B)(6) 2009, a gore propaten vascular graft was implanted in a bypass procedure. Indication for treatment was trauma. The procedure was performed in the patient's left leg, from profunda artery to posterior tibial artery. During same procedure, a fasciotomy was performed in the left leg. Within one month post-implant, an occlusion led to an amputation.

Manufacturer narrative:
Two gore propaten vascular grafts were implanted in same procedure (see medwatch report #2017233-2014-00091). Review of device manufacturing record history confirmed device met pre-release specifications.